Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and no frayed or broken cable was observed at the wrist assembly. The conductor was also found with no damage. The wire insulation was intact, and the continuity test passed. The yaw pulley showed no damage. Notches were noticed on the bipolar yaw pulley but appear to be the mold cavity as part of the manufacturing process. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy, the customer observed damage to the insulated wire and a notch in the beige plastic on the same side of the fenestrated bipolar forceps. No fragment fell into the patient. The procedure was completed with no report of patient harm.